Manufacturer narrative:
The customer¿s report with occlusion alarms upon initiating fluids was confirmed through pump module event log review and replicated during testing. Review of the pump module confirmed occlusion alarms occurred on the last day of use. Testing confirmed a lower than expected bottle side pressure sensor voltage reading measuring out of specification. This lead to the observed fluid side (bottle) occlusion alarms. Inspection found a separated bottle side pressure sensor housing. After reassembly of the bottle side pressure sensor no further occlusion alarms were observed. The proximate cause was determined to be the result of a separated bottle side pressure sensor housing.

Event description:
It was reported that the user programmed an unspecified infusion however within a few seconds on initiating the fluids the device alarmed for occlusion alarms. Although requested, no further details were provided by the customer for this event.